Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error alarm. The patient used a manual drain that morning after cancelling treatment and subsequently drained 5000ml. The patient stated that he noted some mucus during the drain and that the nurse is aware. Based on the treatment records, it was confirmed that the patient experienced iipv (increased intraperitoneal volume) of over 200%. Upon follow up with the patient's nurse, it was confirmed that the iipv was resolved by manual drain. The patient experienced no adverse events and no medical intervention was administered. The patient is currently completing treatments with a new cycler.

Manufacturer narrative:
Device investigation: the actual device was returned for investigation: the simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance during the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting the system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error alarm. The patient used a manual drain that morning after cancelling treatment and subsequently drained 5000ml. The patient stated that he noted some mucus during the drain and that the nurse is aware. Based on the treatment records, it was confirmed that the patient experienced iipv (increased intraperitoneal volume) of over 200%. Upon follow up with the patient's nurse, it was confirmed that the iipv was resolved by manual drain. The patient experienced no adverse events and no medical intervention was administered. The patient is currently completing treatments with a new cycler.